Event description:
Caller reported a malfunction on pump, with no notable events prior to the malfunction. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer planned to use multiple daily injections as backup therapy to maintain insulin delivery. Tandem technical support sent a replacement pump with updated software to customer, ensuring they were informed about storage mode instructions and advised on returning the problematic pump within 10 days using ups. Customer understood and acknowledged all instructions provided.